Event description:
Reference number (B)(4). Event occurred in the united states. On 07-jul-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen. The patient also reported that she had small hematoma. The patient changed soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.